Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. Pre-operative CT imaging identified the presence of a narrow distal aorta in addition to calcification of the distal aorta and iliac vessels. It has not been confirmed whether angioplasty balloons had been utilized during the procedure to dilate the vessels. Trivascular received notification on (B)(6) 2013 that the pt presented with peripheral ischemia ((B)(6) 2013). That same day, thrombolysis was started and urokinase was given on (B)(6) 2013. The subject underwent a re-intervention on (B)(6) 2013 to place stents in an unk location, and the ischemia was resolved without sequelae.